Manufacturer narrative:
On august 3, 2021, mentor became aware that manufacturer report number 1645337-2021-08540 is a duplicate of this manufacturer report number. All reporting will take place on this number going forward. In addition, mentor became aware that this device is the same device that was used in an off-label manner on manufacturer report number 1645337-2021-09258. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast surgery with a 375cc mentor memorygel breast implant and experienced capsular contracture, baker grade 4 on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2014.